Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three jagtome rx 44 devices used in the same procedure. It was reported to boston scientific corporation that a jagtome rx 44 device was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire snapped. It was observed that the cutting wire was blackened. Two additional jagtome rx 44 devices were used and the same issue occurred. Nothing detached and fell in the patient. The procedure was completed with a fourth jagtome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.